Manufacturer narrative:
Additional information was received, that there was no patient present at the time of the event.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case gasket damaged, and both plunger cases cracked. During analysis, the reported issue was able to be duplicated, pump freezes during upload process. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the main board of the smiths medical medfusion pump could not sync with the interconnect board. No adverse effects were reported.